Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer stated that the insulin pump did not pass self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No pump error 75 alarms noted during testing. (B)(4).